Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 150 units of insulin. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully. The customer experienced an elevated blood glucose (bg) level of 314 mg/dl with small trace ketones, which was addressed with a bolus. System check was performed with tandem technical support and showed that the pump was performing as intended. Additionally, the customer delivered too much insulin, and experienced a low blood glucose (bg) level in the 50's (mg/dl). To treat the low bg level, the customer consumed dinner.